Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and keypad anomaly. Customer's blood glucose reading was 38 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they were unable to change their basal rate, there was a circle on the display screen and the patient was almost out of insulin. Customer advised there was a delayed response when a button was pressed. Customer nursed their youngest child and noticed fluctuations in their blood glucose levels. Customer advised they would monitor the insulin pump, monitor their low/high blood glucose, follow up with their healthcare provider and call back if issues persist.